Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter's longer legs didn't open, and the filter moved up. It was extracted and new filter was placed without any problems. One fluoroscopic image was provided for imaging review. Per imaging reviewer´s findings: ¿a very poor-quality fluoroscopic image demonstrates a celect platinum ivc filter to the right of the spine. Relative to the vertebral bodies there is 7° of leftward tilt present. The hook of the ivc filter terminates just to the right of the t12 vertebral body. The primary filter feet are clustered together measuring 1.4 mm in maximal distance between the primary filter feet. On this projection one can only appreciate two primary filter legs which appear normally aligned and not entangled with one another. The maximal distance between the secondary filter arms measures approximately 25.7 mm. There is a clover snare advanced via a jugular approach terminating in the region of the ivc filter hook.¿ per imaging reviewer´s impressions: ¿there are several potential explanations as to why the primary filter legs did not open appropriately. This could have been a manufacturing defect in the ivc filter. There is no further description of the ivc filter once it was retrieved to determine if the primary filter legs opened appropriately on the back table. However, the filter was sent back for evaluation, so hopefully this will be evaluated. A less likely explanation would be that the primary filter feet were deployed within a small branch arising from the ivc instead of being centered within the lumen of the ivc, therefore limiting their expansion. This is felt to be much less likely as the report states that the filter migrated slightly after it was detached from the deployment system. If the primary filter legs were stuck within a branch of the ivc, I would not anticipate the filter to migrate. An additional explanation may include thrombus surrounding the primary filter feet inhibiting their expansion. This thrombus may have been present in the ivc, there is no discussion whether or not thrombus was seen on the initial venogram, or this thrombus could have formed within the deployment sheath becoming incorporated around the feet of the ivc filter as the sheath was retracted over the filter. Again, there is no discussion as to what the filter looked like on the back table to help determine if this was a potential cause.¿ jugular introducer, introducer sheath, three-way stopcock and celect-pt filter was returned for product evaluation. Per product evaluation: jugular introducer: was kinked. The red safety button was pressed down. No nonconformance was observed at the hook. Introducer sheath: was kinked. The tip was without any observed damage. Filter celect pt: no nonconformance observed at the filter. The cause for the reported failure cannot be determined, based on the product evaluation. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion there are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause cannot be determined. However, the filter was returned for product evaluation and was observed with no nonconformances and the filter was expanded on the examination table. It could indicate that the filter inside the patient was surrounded by thrombus which inhibited the expansion, but this is only speculation as it is impossible to say with the information provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr(B)(4) occupation: non-healthcare professional. PMA/510(k): k171712. Investigation is still in progress.

Event description:
According to the initial reporter: the filter's longer legs didn't open, filter moved up. It was extracted and new filter was placed without any problems. As per additional questions answered: did the filter migrate during implantation? Yes, but only after deployment. Was the filter retrieved? Yes, with clover snare. Did the implanted filter migrate over time? It migrated minutes after deployment because secondary legs with hooks did not open. After implantation it was immediately retrieved and a new filter was implanted. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.